Event description:
While md was performing a shoulder arthroscopy, the reprocessed stryker arthroscopic shaver tip broke off. It was noticed when the shaver stopped working and was taken out of patient's shoulder for further evaluation. Upon further examination shaver tip was found caught in a suture in the patient's shoulder. Tip was retrieved, tip and shaver was put back.